Event description:
Procedure: laparoscopic hernia repair. Reportedly, the scrub nurse tested the balloon, prior to surgery, and it functioned normally. Then upon insertion and inflation of the balloon in the patient, it then burst. Some pieces of the balloon fell into the patient cavity. Surgeon believes he retrieved all pieces. No patient injury reported.